Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had discomfort at the ipg site and was explanted. The patient is reportedly doing well following the procedure.